Manufacturer narrative:
The biomed is going to replace the parts on the roller pump at the customer site.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was making a rubbing noise. The user facility's biomedical engineer (biomed) found the tip of the pump tongue laying in pump chamber. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.